Event description:
Toothbrush heads do not fit very well...keep falling off - oral-b [device breakage] . Case narrative: the consumer e-mail stated that they had recently purchased oral b cross action toothbrush heads, but they did not fit very well and kept falling off during use. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return

Event description:
Toothbrush heads do not fit very well. Keep falling off - oral-b [device breakage]. Case narrative: the consumer e-mail stated that they had recently purchased oral b cross action toothbrush heads, but they did not fit very well and kept falling off during use. No injury was reported. On (B)(6) 2025: follow-up: concomitant product inserted.